Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high threshold and unstable impedance. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.